Event description:
It was reported that the patient with this pacemaker device exhibited fairfield oversensing. Technical services (ts) reviewed and stated that there could also be crosstalk. There was a fairfield signal on the ventricular channel, but the device was not sensing it. There could also be some functional undersensing as well. Upon review, there were several recently occurred ryhtmiq episodes stored. Ts recommended to consider if this was an optimal algorithm for this patient now and the health care professional (hcp) will notify the clinic. This device remains in service. No adverse patient effects were reported.